Manufacturer narrative:
E.1. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned refrigerator was powering on, but main and the tower were not drawing power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator powered on, but main and the tower had no power and failed. A field service engineer found device had no power and whole system was down. Further, the engineer replaced the drawer controller printed circuit board and pyxis module controller interface printed circuit board and ran diagnostics in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the refrigerator was powering on, but main and the tower were not drawing power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.